Manufacturer narrative:
Motor error alarmed during basic occlusion testing due to moisture on force sensor. Unable to test for prime test, occlusion test and excessive no delivery test due to motor error alarm. Motor was tested outside the device and passed. Unit had cracked belt clip slot, cracked reservoir tube lip, minor scratched lcd window and scratched reservoir tube window.

Event description:
It was reported via phone call, that the customer received a motor error alarm. Customer's blood glucose level at the time 202 mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.